Event description:
Device 3 of 4, reference MFR. Report# 1627487-2017-04875. Reference MFR. Report# 1627487-2017-04860. Reference MFR. Report# 1627487-2017-04863. Additional information received identified all the extensions were buried deeper. Reportedly, the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2017-04875, reference MFR. Report# 1627487-2017-04860, reference MFR. Report# 1627487-2017-04863. It was reported the patient experienced discomfort as the extension site was superficial. The patient underwent surgical intervention on (B)(6) 2017 wherein the extensions were buried deeper. The patient has two systems. It is unknown which extension is related to the issue. Therefore, all the possible devices are being reported.